Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 400 mg/dl for the past 5 days. She changed the infusion set and insulin cartridge but was unable to resolve the issue. Her physician advised her to switch to her backup infusion device and this is working well for her. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.